Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with stained keypad overlay, cracked keypad overlay, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, unexpected battery power loss is shown in power graph generated by adapt power management tool due to j6 resistance connector issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery cap and batteries were still only lasting one day. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.